Manufacturer narrative:
The complaint catheter is reported to have been in the patient and presumably performing as intended for over 60 days of therapy. It is probable that the catheter became adhered to the vessel wall during the course of therapy due to fibrin sheath growth. The catheter was not made available for investigation by the facility nor did the facility contact the manufacturer at the time of the incident. Furthermore, the facility is not willing to provide any further information other than what is reported to the FDA regarding this incident. The growth of a fibrin sheath on an intravascular catheter is a well-documented complication in the literature and is included in the labeling of this device as a known complication. Although infrequent, adhesion of the catheter to the vessel is also a known complication and depends on unpredictable factors related, in part, to the patient's biological response to the catheter. When other means are exhausted, surgical removal of a stuck line is an unfortunate but common practice in this scenario. This is the first incidence of this nature reported for this product line. Footprint medical inc. Polyurethane pic catheters are made from biocompatible materials that have years of service in the intravascular catheter and implantables market. There is no reason to suspect this incident has been caused by the materials or manufacture of the device.

Event description:
User was unable to discontinue/remove the 1.4 fr polyurethane pic catheter after known measures to facilitate catheter removal were applied. The PICC was removed surgically.